Event description:
Pharmacist called to ask about lubricant in syringes. She said she was calling to confirm that there is a lubricant applied to the syringes. She stated that one of her patients told her that she noticed liquid on the tip of the needle when she depressed the plunger rod. She said the syringe was in a sealed bag. The patient was not reporting a complaint, she only wanted to know what the lubricant was. The pharmacist said that she explained what the lubricant was and advised the consumer that the syringes were safe to use. Consumer is not looking for a replacement. Lot # is unavailable. Lot #: unknown catalog #: 328438 date of event: unknown samples: discarded.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.